Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient's father to re-pair the transmitter to the smart device which was unsuccessful or the reported issue. No additional patient or event information is available.